Event description:
It was reported that "fill estimate issue (not always accurate)". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.